Event description:
It was reported that the user unintentionally rewound the pump and subsequently could not view insulin units on the display until guided to perform a fill tubing procedure while disconnected from the body, after which insulin units reappeared and normal function resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful resolution with education and troubleshooting, without alerts, alarms, or need for medical intervention. Investigation included technical support troubleshooting and user guidance on correct supply change and priming steps. Investigation of this case revealed user error related to incorrect supply change steps, with no device malfunction identified and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user error.